Event description:
It was reported the customer had an unresponsive keypad. Customer also stated their buttons were unresponsive. The customer stated they had changed their battery, but the buttons were still unresponsive. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.